Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep that according to the physician, the anastomosis fell apart after firing the cdh29 instrument. No additional info other than another instrument was used to complete the case. There was no consequence to the pt. The device was not saved.